Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation revealed no damage to the proximal barbs or evidence of bone contact. The implant shaft appeared bent. Lot number was requested but not provided; therefore device history record review could not be performed. Based on the information provided and device evaluation, the most likely cause(s) of this event include inserting the implant at an angle that is not co-axial to the pilot hole, applying excessive force to the implant during implantation, or improper bone preparation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up information was provided that there were no patient complications related to this event.

Event description:
It was reported that during an acl reconstruction, the bio-implant broke at the proximal end during impaction; approximately three-fifths of the device remained secure in the patient. The broken (proximal) portion was retrieved. The case was completed successfully with the acl repair described as intact and good. No further patient or event information was provided at the time this event was reported.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal did not deploy properly. The operation was extended for 20 minutes. The reporter confirmed that the product was used during off pump surgery. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.